Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-nov-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 1000mcg/ml at 60mcg/day. It was reported that the patient lost therapy quality several months prior to the report. Per the patient, the catheter was not working. The event timeline was unknown. A catheter revision occurred on (B)(6) 2022. During the catheter revision, it was discovered that the catheter appeared to be cut or broken in the area between the spine and pump pocket. It was noted that the patient had a spinal cord stimulator battery in the area of this catheter disruption. A complete catheter explant and replacement was completed. During the case, the doctor was concerned about the depth of the pump and thickness pushing on the incision, so he felt that switching from a 40ml pump to a 20ml pump was medically best for the patient. It was unknown if there were environmental, external, or patient factors that may have led or contributed to the issue. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.